Event description:
The customer reported that she was hospitalized with low blood glucose levels of 25 mg/dl. The insulin pump passed displacement test. No further troubleshooting was performed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.